Event description:
It was reported that during patient use, the graphical user interface (gui) touchscreen displayed white, blurry lines that progressively worsened over time. Despite the display anomaly, the touchscreen remained readable and responsive to user input. The ventilator continued to provide ventilation throughout the event, and the patient remained on the ventilator. No patient harm was reported.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.